Event description:
Customer reports they are only receiving suspected false positive results for multiple patients when using the cue covid-19 test for home and over the counter (otc) use. Customer states patients are receiving positive results with the cue covid-19 tests, but are testing negative with either lab drawn pcrs or antigen tests. Customer states cartridges are tested in a climate controlled area. No further information was provided regarding the potential false positive results including frequency, cartridge sn's, lot numbers, reader sn's or patient specific information.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot numbers, reader serial numbers or cartridge serial numbers were not provided. As part of cue health¿s commitment to make continuous improvements and align with the requirements outlined by the FDA, a retrospective review of our inquiries was performed. A subset of complaints were identified and these complaints were addressed as part of a CAPA. There was no incidence of harm or serious injury identified in the complaints. Trending of all complaints was performed as part of our complaint investigations and did not result in any trends identified. No further investigation was required for lots that were expired, and where no trends were identified. These complaints were opened for tracking purposes as well as MDR submission to align with procedures, but have not affected the risk or trending threshold.